Event description:
It was reported that when using the bd pyxis¿ medbank tower aux cubie drawers were failed and user unable to issue items. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawers 10 and 11 failed. The field service engineer (fse) found that drawers were receiving no power and replaced both the drawer controller and drawer board for drawer 11. Then collaborated with medbank support to ensure proper configuration. After the update, the drawers became responsive, and nursing staff were able to use the device without issues. The system functioned as intended after the field service engineer resolved the issue.